Manufacturer narrative:
Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 pen ndl 31ga 8mm needle was unable to deliver insulin or medicine. The following information was provided by the initial reporter : the consumer reported that when injecting with victoza the pen to stopped injecting and the needle was clogged. Date of event : (B)(6) 2021. Sample status : discarded.